Event description:
It was reported that the pump touch screen was unresponsive at certain parts of the screen. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.